Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in bad condition and it was not suspected to be device related. Upon interrogation, the implantable cardiac defibrillator was noted to be in backup vvi operation. The reported backup occurred as a result of a continuous capacitor charge time out which depleted the battery due to frequent charging. The patient experienced non sustained ventricular tachycardia and atrial fibrillation frequently. The physician elected not to explant and replace the device due to the patient's "bad" condition which was reiterated was not device related.